Event description:
Based on info reported to davol: it was reported that the simpulse product packages inside the outer box were compromised. The damage was noted prior to use and there was no impact to pt. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that the simpulse product packages inside the outer box were compromised. The four devices were returned and visual examination confirmed that the units had various degrees of cracked/broken blisters. The blister packaging seals were found to be completely intact and not compromised. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant implant during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.